Event description:
It was reported that the patient had open heart surgery. Upon interrogation after the surgery, the right atrial lead exhibited capture issues. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).